Event description:
A consumer reported following an intraocular lens implant procedure, the patient was unhappy with the vision. It felt like a film over eye that causes poor vision and surgeon suggested to take a distant eye glasses. The patient had laser done using drops. Additional information was requested, but no further information is available. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).